Event description:
It was reported in a service report that the fowler release handle is broken and the fowler will only remain in the down position. No adverse consequences alleged.

Manufacturer narrative:
Fowler release handle.